Manufacturer narrative:
Device evaluation: the report of a suspected short to shield condition was confirmed through the evaluation of the returned device. The explanted device was returned assembled with the driveline cut approximately 5 inches and 14 inches from the pump housing. The driveline was bent sharply approximately 7 inches from the pump housing and minor cuts were present on the outer silicone jacket from approximately 9 to 14 inches from the metal connector. Electrical continuity testing of the driveline in its returned condition revealed no discontinuities or shorts; however, breakdown of the metal braided shielding was identified from approximately 3 to 6 inches from the pump housing. Visual inspection and high potential testing of the driveline revealed breaches to the insulation of the yellow, green, black, and orange wires approximately 5.5 inches from the pump housing. The insulation breaches appeared to be consistent with fatigue damage as a result of repetitive movement of the driveline at this location. As a result of the damage to the insulation, the inner conductors of the yellow, green, black, and orange wires were exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of any two wires from different motor phases contacting each other or making simultaneous contact with the metal braided shielding while the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 6 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, a driveline disconnected alarm sounded from the system controller while on battery support. The patient was asymptomatic. On a later, unspecified date, the system controller log files were downloaded at the hospital and contained entries of the last 2 weeks; the reported event could no longer be found in the log files. The x-ray scans of the driveline showed 3 suspicious areas along the driveline. While the patient was in the hospital, pump speed drops happened while on power module support. The healthcare professionals suspected a driveline short to shield condition and the pump was subsequently exchanged on (B)(6) 2017. No additional information was provided.